Manufacturer narrative:
This report is submitted on august 3, 2021.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth and infection at the abutment site. The patient was treated with oral antibiotics, and placed under a general anaesthetic on (B)(6) 2021, in order to revise the skin and remove the abutment.